Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The usm 2 was analyzed and the system logs, the 25745 error was found indicating patient side cart (psc) button unstable on the usm, confirming the fault occurred in the field. Upon visual inspection, liquid intrusion was found, to which is related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the tornado switch assembly was inspected, and liquid intrusion was identified. The event was confirmed based on error log review, however the issue was not able to be replicated during in-house testing. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure can be attributed to a fault within the tornado switch assembly due to the liquid intrusion found during inspection.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the patient clearance button was not working. The tse reviewed the logs and found error 25745 for arm 2's clearance button. The tse asked if the customer cleans the arms with solvent and she stated that they do not anymore. The tse could see it was the down button that was faulting out. The customer was going to continuing using the system without it working. The procedure was completing as planned with no reported injury.